Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a battery performance alert triggered on 3/12/2018. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
This report is to advise of an event observed during analysis.

Event description:
New information noted that device was explanted for advisory. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.